Manufacturer narrative:
Due to the product being discarded, we are unable to investigate for a root cause. We will continue to monitor for the reported complaint and reopen the investigation should further information come available. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The customer sent the particle to an empa facility in switzerland for analysis. Unfortunately, the empa laboratory lost the particle. Therefore, a laboratory analysis result will not be provided. It is not possible to conduct any further investigation into the root cause of this issue.

Event description:
A user facility in (B)(6) reported that during the phacoemulsification procedure a fragment of material was flushed into the interior chamber. The fragment was measured to be approximately 1x1.5 mm. It was reported it came through the sleeve opening. The fragment was aspirated and removed with no reported patient impact.

Manufacturer narrative:
The product was discarded by the customer and will not be available for evaluation. This investigation is ongoing.